Manufacturer narrative:
Reference manufacturing report number 2015691-2013-20916. The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the cause of the apical tearing cannot be confirmed; however, per the medical team, the extended length of the apical sheath dwell time may have contributed to the event. The patient¿s advanced age ((B)(6)) may have also increased the risk for this type of injury. There was no report of difficulty advancing or withdrawing the ascendra sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, following the completion of a tavr procedure via a transapical approach, when the sutures were pulled they tore through the apex of the heart. Multiple attempts were made but the surgeon was unable to repair the apex. The patient was then pronounced on the table. Prior to deployment of the sapien valve, multiple rapid ventricular pacing (rvp) runs were performed to acquire the correct valve position. Once the correct position was found it was decided by the medical team to quickly deploy the sapien valve since the patient¿s blood pressure was not rebounding. Once the sapien valve was deployed, echo showed that there was moderate-to-severe central aortic insufficiency (cai) with the patient¿s blood pressure in the 50's. The echocardiographer reported that there was no ventricular movement of the sapien valve. Chest compressions were started and the patient was placed on cardiopulmonary bypass (cpb). Once the patient was placed on the pump and with anesthesia support the ventricle started to pump again. At this time the physician noted that the distal part of the left anterior descending (lad) coronary artery was closed. The medical team thought that the distal portion of the lad may have been damaged when gaining access with the purse string sutures. Once the patient became stable, the valve was assessed again and it was decided by the medical team to implant a second 26mm sapien valve since the first valve continued to have cai with the valve leaflets did not appear to be closing properly per the echocardiographer. A second 26mm valve and delivery system were prepped and delivered successfully. Once the valve was deployed, echo was assessed and no cai was seen. The patient was rapidly paced again for the removal of the sheath. Once the sheath was removed the purse string sutures were used to seal the apex. However, when the sutures were pulled they tore through the apex of the heart. Multiple attempts were made but the surgeon was unable to repair the apex. The patient was then pronounced on the table. Per the medical team, the extended length of the apical sheath dwell time may have contributed to the apical tearing.